Manufacturer narrative:
Pump passed displacement test, sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed and reinserted with no unexpected battery type alarm noted during testing. No failed battery test alarm, power error detected alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Hardware low level failures (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer reported that the battery compartment was neither missing nor damaged. Customer did have another battery. Customer did the troubleshooting for the failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.